Event description:
A 5mm diameter * 40mm length medtronic ave billary stent was inserted, contralaterally through two previous deployed stents, into the severely calcified lesion in the illiac artery. The case was complicated by severely diffuse disease in both illiac arteries and no predilation of the target lesion before stent insertion. During advancement of the stent delivery system over the illiac arch, it was necessary to pull the stent back for repositioning. At this time, the stent dislodged from the balloon and attempts to snare it or retrieve it with biopsy forceps were unsuccessful. Therefore, the stent was pushed down into the right illiac and crushed against the arterial wall with a pta balloon. Another manufacturer's stent was then deployed to cover the area where the medtronic ave stent remains against the illiac wall. The patient tolerated the procedure well and the doctor does not blame the medtronics device for the event.